Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an open book image on the screen. The customer¿s blood glucose level was not known the time of the incident. The customer did not report any significant events leading up to the critical pump error (open book image). It was also reported the back label on the pump was rubbed off and was unable to confirm the insulin pump's serial number. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.